Event description:
It was reported that t-wave oversensing was observed on the device. Abbott technical support was contacted and it was determined that the t-wave oversensing occured due to loss of capture on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was stable.